Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date, the patient began treatment with ancef intraperitoneally for fourteen days (dosage and frequency not reported) and ceftazidime intraperitoneally for fourteen days (dosage and frequency not reported) for the peritonitis event. Treatment with the ancef and ceftazidime was ongoing. Dianeal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was noted that the peritonitis was manifested by cloudy effluent. It was also alleged that the cause of the peritonitis was due to minicap/flexicap contamination but no specific defects or malfunctions could be identified by the reporter in relation to the products. At the time of this report, the patient was still recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.